Event description:
A report was received that the pt's ipg was explanted due to an infection at the pocket site. The pt's symptoms were pain and swelling. The pt was placed on oral and IV antibiotics and an antibiotic spacer was placed inside the pocket. The physician does not believe the infection is device related. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.